Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, it was reported that the patient disconnected a supply bag and reconnected it to the heater line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During troubleshooting of an unrelated alarm, the care giver (cg) informed the technical service representative (tsr) that the home patient (hp) had disconnected the supply bag and connected it to the heater line to help resolve the unrelated alarm. The tsr advised informed the cg of proper procedures. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available at this time.